Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had all-on-four maxillary prosthesis placed. The patient has complained of consistent pain around the implant at tooth site #11 since placement. The implant was removed and replaced with a larger diameter implant.